Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens iols in the right eye. Two weeks postoperatively the patient complained of diplopia, halos, and blurry vision at all distances. Preoperatively, the patient's bcva was 20/25 with mr +1.00-0.50 x 120. Postoperatively, the patient's bcva was 20/30 with mr -2.00 -2.50 x 030. On (B) (6) 2009, a second iol was implanted, leaving the crystalens in place. Limbal relaxing incisions (lri) were also performed in order to address the astigmatism. Six months after the lri with piggyback iol implantation, the patient's bcva improved to 20/25 with mr -0.50 - 2.00 x 060 and the prognosis is reported as very good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).